Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2013-04569, 04615. The pt rec'd two leads with the same lot number. The pt reported, his scs system only worked for about two weeks after it was implanted. The pt reported one lead was shorting the other lead and he has stopped using the system. The pt stated, he wanted the scs system to be removed. The sjm rep attempted to meet the pt, however, the pt did not want to attempt reprogramming of the system. It was reported, the pt had rec'd a picking sensation from the leads in the past. During f/u, the pt also reported he had heating at the ipg site while recharging the ipg. A replacement charging system was sent to the pt. It was reported, the pt and physician were discussing options.